Event description:
It was reported that the device alarms for no apparent reason. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced faulty logic board ,reconnected disconnected backup speaker ,right iui with damaged isolation ribs. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the logic board assembly. A review of the device history record showed the device had a manufacture date of 22feb2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced faulty logic board, reconnected disconnected backup speaker, right iui with damaged isolation ribs. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the logic board assembly. A review of the device history record showed the device had a manufacture date of 22feb2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device alarms for no apparent reason. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device alarms for no apparent reason. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device alarms for no apparent reason. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information : h7 and h9.